Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant during a transcatheter aortic valve implantation. The patient's baseline rhythm was normal sinus rhythm. Prior to implant of the valve, a pre-implant balloon aortic valvuloplasty was performed with a 20mm non-abbott balloon to dilate the annulus. After the first inflation, the patient experienced a left bundle branch block. A total of three inflations were performed. The valve was successfully implanted at a depth of 4mm at the non-coronary cusp (ncc). A permanent pacemaker was implanted on the same day, and a prolonged hospital stay was required. The patient was later discharged.

Manufacturer narrative:
An event of heart block, left bundle branch block, and implant of a permanent pacemaker was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.